Manufacturer narrative:
Phone number (B)(6).

Event description:
It was reported to philips that the device's rfu indicator has an "x". There was no reported patient involvement/adverse patient impact.